Event description:
New information received indicates that the ra also had failed to sense and failed to capture.

Event description:
It was reported that the patient presented for an implant procedure. Interrogation of the pulse generator the following day noted that the right atrial (ra) lead had dislodged. X-ray was performed which confirmed the lead dislodgement. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.